Event description:
The biomedical engineer (bme) reported that they were getting signal loss on the central nurse's station (cns) monitoring 2 telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were getting signal loss for two telemetry transmitters at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: the root cause is likely related to hardware incompatibility. Nihon kohden on-site support was sent to the customer, and they discovered that the org's installed at the facility contained two different revisions of receiver cards (ag and ah). On-site support ordered and installed revision ai on all org's. Following this, no further signal loss issues were reported for the customer. It is likely that updating all orgs with the same revision of receiver cards resolved the issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting signal loss on the central nurse's station (cns) monitoring 2 telemetry transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver: model: org-9110a; sn: (B)(4). Transmitter: model: zm-531pa ; sn: (B)(4). Transmitter: model: zm-531pa; sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that they were getting signal loss on the central nurse's station (cns) monitoring 2 telemetry transmitters. No patient harm was reported.